Manufacturer narrative:
The device was returned to the service for evaluation. A visual inspection was performed on the received device and found the distal tip post broken at the weld joint with the sheath. The broken post appeared to have been pushed out by excessive force. The damaged distal tip post is attributed to the user's improper handling by sliding the sheath over the scope too deep.

Event description:
The service center was informed that during an unspecified procedure, the scope was withdrawn and the sheath¿s tip was noted to be broken. The device fragments were noted outside the patient¿s body. It is unknown if the intended procedure was completed. There were no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the user facility. Additional information received from the user facility states the incident occurred at the conclusion of a therapeutic endoscopic sinus surgery is a surgical (ess) procedure. The protrusion (stopper) of the tip was missing when the user was removing the endoscope. Nothing fell into the patient. No resistance felt. No x-ray was performed. Only the sheath was replaced. The sheath was not inspected prior to use.